Event description:
It was reported that the pt expired after 2 days of implant duration, due to unk reasons. It is unk if the pts' death was device related. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.